Manufacturer narrative:
Initial surgery was unk. Part was discarded at the hospital. Device MFR date is unk. Evaluation is pending.

Event description:
In 2009, via telephone, the sales representative reported that during a revision surgery for adjacent levels the surgeon was explanting the screws when a piece of the screw broke off in the pt. The surgeon was unable to explant the piece that broke off and left it in the pt. There was no surgical delay.